Manufacturer narrative:
Controller con097285 and battery bat310135 were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event (power switching/alarms) was confirmed during the controller log file analysis. Review of the available log files revealed occurrences of premature switching events. The switching could have been due to a communication error or momentary disconnection. The reported "beeps" may have been due to momentary disconnections between the controller and batteries. The batteries connected to the controller during the premature switching events were bat310135, bat310892, bat310899, bat312011, bat312014, bat312019 and bat320985. Analysis of the devices revealed that the devices met specifications. The devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Note: the controller was not upgraded to smr. The most likely root cause of the reported power switching may have been due to a communication error or momentary disconnection. The most likely root cause of the reported "beeps" may be attributed to momentary disconnections between the controller and battery. Heartware has opened an internal investigation to address communication errors. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) - 1650 - MFR. Date: 12/31/2015 - exp. Date: 12/31/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was possible power switching. The controller continued to beep without showing any alarms and the decision was made to exchange controllers. No consequence to patient. No additional information available.

Manufacturer narrative:
Other devices involved in this event: bat310135. (B)(4). If information is provided in the future, a supplemental report will be issued.